Manufacturer narrative:
Product complaint # :(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that tibial insert impactor, item cracked and broke while impacting the insert. It broke into two pieces.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned photo confirms, the device has broke, but did not crack. Depuy considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation will be reopened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.